Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, intr-operative complication. Trocar passed through urethra. Identified immediately. Device removed and suprapubic catheter inserted. Cystogram after 3 weeks confirmed that the urethral trauma had fully healed. Suprapubic catheter inserted. Cystogram arranged for 3 weeks. Fully explained to the patient. Apologised for distress caused. At follow up, urethral injury fully healed.